Event description:
A (B)(6) female pt with primary pulmonary hypertension, who initiated tyvaso (treprostinil) on (B)(6) 2011 at 54 micrograms (nine breaths), four times daily (daily dose of 216 micrograms), reported that her optineb had a burning smell the last two times she used it. The smell was coming from the machine, not the attachments. The device was replaced, and the event resolved in (B)(6) 2013. (B)(4). Consumer, reporter details withheld. Manufacture date: 10/2012.